Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Leaks. Log 98746. Unit came in from (B)(4) distributor. Ll100 cryo frz no gas 900019 (B)(4).

Event description:
Leaks. Log: (B)(4). Unit came in from UK distributor.

Manufacturer narrative:
Follow up: 8/4/2022. Corrected data: submission name - 1216677-2022-00213 ll100 with pinned yoke 900019-70 (B)(4). D1 brand name: ll100 with pinned yoke. D2 common name: ll100. D4 model number: 900019-70. Catalog number: 900019-70. Initial 7/22/2022. The reported condition is currently being investigated.